Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer was performing a cvc insertion procedure and while trying to advance the wire from the plastic housing, the wire would not advance. After forcefully removing the wire from the housing, the clinician noticed the wire was bent, preventing it from advancing smoothly from the housing. The wire was not used on the patient.

Event description:
Customer was performing a cvc insertion procedure and while trying to advance the wire from the plastic housing, the wire would not advance. After forcefully removing the wire from the housing, the clinician noticed the wire was bent, preventing it from advancing smoothly from the housing. The wire was not used on the patient.

Manufacturer narrative:
(B)(4).